Event description:
Patient reported left side no adverse event. Patient later reported capsular contracture baker grade IV diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Patient reported left side no adverse event. Patient later reported capsular contracture baker grade IV diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30may2024.

Event description:
Patient reported left side capsular contracture, baker grade IV diagnosed via ultrasound. Patient provided medical report which noted seroma. The device has been explanted.

Event description:
Patient reported left side no adverse event. Patient later reported capsular contracture baker grade IV diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Cyst(s)-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.